Event description:
I had a nissen fundoplication with hiatal hernia repair -laparoscopic- in 2007. They were using the ligasure vessel sealing system. The autosutures used were disposable. The sealing system and autosutures are manufactured by tyco healthcare. The usual ligasure generator that is used was not there that day, they had a loaner generator. After my surgery, the original was returned to the hosp. They went through three autosutures. The first and second ones did not work, the third finally did. This co also has had recalls on two ligasures about a year ago for incomplete sealing cycles, which is what happened in my case. After surgery was over, -which lasted approx. 2.5 hrs. - the lights were turned on, and they found a third degree burn on my abdomen. The surgeon said the insulation burned off of one of the autosuture wires and that was what burned me. I emailed the MFR, but I have not rec'd a response and I'm sure I never will. The hospital is also not cooperating, so I'm unable to obtain the product number. I do not have the reference number and lot number. The surgeon said the hosp most likely still has the autosutures. Supposedly the hosp reported it to the distributor who said that tyco healthcare manufactured them. I don't know if the hosp reported it to tyco healthcare. I am the reporter of this event and also the pt.